Event description:
Pt advised that they had previously reported having a possible allergic reaction to dressing materials and their cnss and md are aware. Pt reports that they had only been using sterile gauze and last week they added back the biopatch. Pt reports that they did have a reaction to the biopatch and they were seen by the md for this. Pt also reports experiencing diarrhea that has been improving; takes lomotil for this. Pt reports that they were having issues with the last batch of spikes that they received pt reports that one of the spike feet would not securely latch on to the vial of medication. Pt denies ever experiencing this issue before. Pt denies losing any doses of medication or having an interruption in therapy due to this issue as they were able to twist the vial to keep in it contact with the spike. No adverse event reported due to the spike issue. Lot number of the defective mini spikes not available at time of report. It is unk if the defective spikes are available for return. No further info, details, or dates available. Reported to (B)(6) by pt/caregiver. Reference report mw5164807.